Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.